Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Sepsis: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/renal failure: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that the patient with endocarditis, tricuspid, mitral and aortic valve have been replaced. There was bleeding post surgery, but no issues with the impella device. Insertion site perfectly dry. 30 units of red blood cells were given. In addition, patient expired but it is unknown if patients' death was related to device.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.